Manufacturer narrative:
(B)(4). Date sent: 5/20/2024 d4: batch # 774c20 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage, with a tyvek, with a gst45g reload loaded on the device. The reload was received partially fired 1/10. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No further functional test could be performed due to the condition of the device. Additionally, photos were provided and they showed a device 45 mm from the top view, with the battery pack loaded and with a green reload loaded on the device. Also, the override lever was up. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 774c20, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic pneumonectomy, the device could not be fired at 1st firing. The battery was replaced however the device could not work. Knife reverse switch was pressed however the device did not work. Manual override lever was used to return the knife. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.